Event description:
The nurse reported a posterior capsule tear occurred and then during an unplanned anterior vitrectomy, a system message displayed. The surgeon also complained of low aspiration during the anterior vitrectomy. Additional information received from the nurse stated she did not fault any alcon product for causing the posterior capsule tear, it "just happened." The facility operating room supervisor declined to complete the questionnaire.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the system message displayed. The pneumatic module was reseated for diagnostic purposes. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.